Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. In 10/2001, pt's blood glucose was 145 mg/dl with a difference of 20%. Only one reading documented. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.